Event description:
User experienced discrepant beta-hcg results for a run of pt samples during a one hour period. Thirteen patient examples were provided, all repeats occurred in late 2008, and no units of measure were provided. Pt 1, initial result 1148, repeat 601.9. Pt 2, initial result 410.5, repeat 1.10. Pt 3, initial result 323.0, repeat 0.342. Pt 4, initial result 333.4, repeat 0.241. Pt 5, initial result 228.2, repeat <0.1. Pt 6, initial result 130.5, repeat <0.1. Pt 7, initial result 54.26, repeat 0.393. Pt 8, initial result 77.36, repeat <0.1. Pt 9, initial result 1628, repeat 0.625. Pt 10, initial result 568.8, repeat 7.98. Pt 11, initial result 389.5, repeated three times including a new drawn sample, all results gave <0.01. Pt 12, initial result 575.3, repeat 155.3. Pt 13, initial result 512.9, repeat <0.1. A doctor questioned the initial result for pt 11 which initiated the repeat testing or the other samples, also. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.